Event description:
It was reported that a 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the bottom of the bag. This occurred during mixing in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6, h10. H4: the lot was manufactured between january 28, 2023 - january 29, 2023. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling each container with tap water and no leak was observed. Attempts were made to duplicate the reported issue by firmly squeezing the bag filled with tap water and no leaks occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.